Event description:
Clinic notes reported that historically the patient's output current was limited because he had increased seizures at higher settings. No device problem noted in the notes. No further relevant information has been received to date.